Manufacturer narrative:
(B)(4)

Event description:
There were impedance readings >4000 ohms on some of the bipolar pairs with electrode 3. The patient had some recent electromagnetic issues that affected telemetry. Additional information was requested.